Manufacturer narrative:
Device evaluated by MFR.: product was not returned for analysis however 4 photos were received attached to the complaint record. Three of the photos showed labeling of the outer box carton and in one picture an unexpanded, dislodged and damaged stent can be noted. H3 other text : photo.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.50x16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and was re-introduced; however, the physician noticed that the stent was not on the delivery system. The stent was then found outside the patient, on a piece of gauze. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 3.50x16mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and was re-introduced; however, the physician noticed that the stent was not on the delivery system. The stent was then found outside the patient, on a piece of gauze. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.